Manufacturer narrative:
The impactor handle broke in half during the procedure. An available sterile impactor handle was used to complete the case. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The impactor handle broke in half during the procedure.